Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor did not infuse. This issue occurred during patient infusion with a pre-filled saline infusor with added vancomycin. The nurse flushed the peripherally inserted central catheter (PICC) line and it was cleared with no clamp in place. Upon disconnection the infusor was checked and it was flowing. A new infusor was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 22, 2019 - january 23, 2019. H10: the device was received for evaluation containing approximately 180ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.